Manufacturer narrative:
The investigation determined the defect is on the non-bd product only. Therefore, this complaint is not MDR reportable.

Event description:
This file was initially reportable but investigation determined defect on non-bd product only. This file is now not MDR reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that there was a maxplus or maxzero leaking. Although requested, no other information has been received.